Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that using the blueprint planning feature the patient underwent a planned revision surgery of the flex ascend system due to periprosthetic infection.